Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation on her chest. The patient resides in a nursing home and caregivers provided the patient with otc desenex powder. The patient's medical outcome is unknown.